Event description:
In 2005, a clinical incident involving a 3.8 mm capsure 30 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the ankle, the hospital reported a burn was sustained at the incision entry area on the pt's left ankle. The burned skin was excised and treated with dressings. No additional info is available.